Event description:
System error 105 was discovered during an evaluation. No patient injury.

Manufacturer narrative:
(B)(4). Error code 105 was found while performing an evaluation. During evaluation, it was noted that the input/output (I/o) printed circuit board (pcb) needed to be replaced and could also contribute to alleged symptom. I/o pcb was replaced.